Event description:
It was reported that there was a removal of an omega 3 sideplate and replaced with a gamma nail. The patient fell and fractured plate.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
The reported incident that standard barrel hip plate, keyless omega 3 135°, 5 holes was alleged of issue s-12 (implant breakage after surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by falling of patient during bone healing. The instruction for use (v15013 rev m non active implant IFU ot-IFU-105 rev 2) was reviewed: ''post-operative patient activity: these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. External immobilization (e.g. Bracing or casting) may be employed until x-rays or other procedures confirm adequate bone consolidation'' [original statement(s)] therefore, nc no has been raised. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that there was a removal of an omega 3 sideplate and replaced with a gamma nail. The patient fell and fractured plate.